Event description:
The event is reported as: complaint alleges: stapler blocked, although there were still staples in the stapler. Surgeon took another stapler. No other issue.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. MFR will continue to trend relating complaints.